Event description:
It was reported that there was a thrombus inside the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure was deployed in the laa of the patient, but did not meet release criteria. The closure device was fully recaptured and removed from the patient. After a minute or so, the physician tried to re-flush the wds but it was very difficult. When the wds was inspected it was noted that there was a thrombus inside. The wds never re-entered the patient. A new 27mm closure device was used and was successfully implanted in the patient. There were no patient complications that occurred and the patient was doing fine.

Manufacturer narrative:
The returned product consisted of a watchman delivery system with the implant located inside the sheath. The device was very bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions), numerous kinks in the sheath, and anchor damage. Inspection of the rest of the device found no other damage or defect. A syringe (filled with water) was attached to the hub/valve and the device was flushed with the valve in the open and closed position. The device flushed in the expected manner. The flushing difficulty and thrombus was not confirmed.

Event description:
It was reported that there was a thrombus inside the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure was deployed in the laa of the patient, but did not meet release criteria. The closure device was fully recaptured and removed from the patient. After a minute or so, the physician tried to re-flush the wds but it was very difficult. When the wds was inspected it was noted that there was a thrombus inside. The wds never re-entered the patient. A new 27mm closure device was used and was successfully implanted in the patient. There were no patient complications that occurred and the patient was doing fine.